Event description:
It has been reported to philips that the allura xper fd20 system froze at start-up. The customer executed a general restart and was unsuccessful. The system was outside of clinical use. Philips has opened an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use during this issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the system crashed on startup while loading. Upon functional testing fse found that disk space was low. The fse replaced ippc, disks and reloaded the sw. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.